Event description:
According to the patient, they were sitting and watching tv while on the mpu when the alarms began. The alarms subsequently occurred every time they connected to their mpu. In clinic, their mpu was able to connect to and charge a spare controller; however, the mpu gave off no external power alarms when connected to both the patient¿s controller and a test controller. When connecting a single power cable to the mpu, as one might do while slowly switching power sources, the lead connected to the mpu gave a power cable disconnect alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect/low power hazard alarms was confirmed. A review of the submitted log file spanned approximately 3 days (19jun2021¿22jun2021 per time stamp). On 20jun2021 at 21:31 and 21jun2021 at 11:13, a power cable disconnect/low power hazard alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and was cleared shortly after activating. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. The heartmate mobile power unit (B)(6) , was evaluated at the service depot and after the patient cable was replaced, the unit and the v-lock power cord was returned to the customer site. The unit was tested for several days without issue and the unit passed all tests. The patient cable was forwarded to ppe and the positive power wire (green wire) was found to have a small tear with exposed conducting metal. A root cause for the reported event was found to be intermittent shorting between the power line and ground. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, the power cables, and patient cable when connected to mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had been receiving no external power alarms while connected to mobile power unit (mpu). Mpu passed self-test when plugged in and could charge a spare. Patient was issued a new mpu. Log file submitted captured a short series of low power hazards on (B)(6) 2021 while connected to the mpu. No additional information provided.